Event description:
Caller reported a malfunction on the pump, but no notable events were noted prior to the malfunction. There was no reported impact on the customer's blood glucose level. Customer was assisted by cts in resetting the pump, and the malfunction code did not recur after reset. Caller was advised to continue using the pump and was instructed to contact support if the malfunction code appeared again.